Event description:
Unomedical reference number (B)(4). Event occurred in the united sates. On (B)(6) 2024, it was reported that patient had diabetes ketoacidosis followed by bone infection. The blood glucose level was 2400 mg/dl at the time of event. Patient was hospitalized for 3 days. Patient was unconscious and was in the ICU & was only given insulin drips. No further information available.

Manufacturer narrative:
Patient country: (B)(6). Patient city: (B)(6).